Manufacturer narrative:
Concomitant medical devices: product ID: 3093-28, lot# v347314, implanted: (B)(6) 2009, product type: lead .(B)(4).

Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that following implant the patient (pt) did not feel stim in the normal area (anus, along prostate/sphincter) but felt stim at the implantable neurostimulator (ins) site. The pt tried increasing stim last wednesday and realized even increasing to double normal settings on all four programs there was no stim at the lead site, only at the ins site. The patient programmer (pp) was used to confirm the therapy was on. The pt reported falling and getting a scar on the back of their head last monday after implant but before programming increase. The pt's normal settings were between 0.5-0.75 and the pt had increased up to 1.1, 1.3, 1.7 on all programs during troubleshooting. The pt was to follow up with their healthcare provider (hcp). Additional information has been requested regarding interventions and pt outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
Product ID 3093-28, lot# v347314, implanted: (B)(6) 2009, explanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 3093-28, serial/lot #: v347314, ubd: 2013-10-21, UDI#: (B)(4). Due to imrdf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. All updates to MFR report # 6000153-2016-00726 will be captured in this report going forward. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicating that the patient had a lead revision almost immediately following their ins replacement because they noticed something was wrong with the lead. The caller stated the healthcare provider told them they didn¿t think to take an x-ray of the lead before they were going to replace the ins. The caller stated they didn¿t know the details really of the issue, the healthcare provider told them that it separated from the point of origin and it became loose. The caller stated the revision occurred in the first part of (B)(6) 2016. No further complications were reported.